Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
At an unspecified time during ivtm therapy patient rewarming phase, the thermogard console (B)(4) displayed an airtrap alarm. Upon inspection, evidence of fluid on the bottom of the console and around the start-up kit (suk) airtrap chamber was observed. Following this the console and suk was replaced to continue the ivtm therapy. The reporter was unable to provide further details regarding the event. No known impact or patient consequence was reported.